Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the bacterial peritonitis. The cause of the bacterial peritonitis was unknown. On unreported date(s), the patient was treated with intraperitoneal piperacillin (dosage, frequency, and duration not reported) and intraperitoneal tienam (dosage, frequency, and duration not reported) for the bacterial peritonitis. On an unreported date and after an unknown number of days of hospitalization, the patient was discharged. It was reported that dianeal therapies were discontinued and the patient's peritoneal dialysis catheter was removed. On an unreported date, the patient was transferred to hemodialysis therapy. The patient was recovered from the bacterial peritonitis. No additional information is available.